Event description:
Patient's dad reports their freedom pump, serial number (B)(6), is not working, it is broken. States they have been using an old pump for a few years, for hizentra, and during the last infusion, a "pop" was heard and the pump stopped working. Patient did not miss their infusion as it was completed manually. Patient did not experience an adverse event due to malfunctioning pump. The pharmacy did replace the device and the malfunctioning pump will not be returned. Unknown if md is aware. No further information, details, or dates provided. Hizentra indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia.